Event description:
On (B)(6) 2011 customer reported that a tiny spray of blood was seen on the inside of the dxh800 instrument. No exposure or injuries were reported, and no erroneous patient results were generated. Field service engineer (fse) was informed by the customer that blood was leaking from the probe wash which they cleaned up and corrected before fse arrived on site. Fse performed modification (mod) # 11005 (dxh800 probe wash tubing routing improvement) to resolve the issue. Fse also completed sam alignments, verified daily checks, ran latron, quality control and patient samples to verify repair. System was validated.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).